Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
The facility has had 5 cases of toxic anterior segment syndrome (tass) since the beginning of early march. All pts have recovered and done well with treatment. The first two cases happened back to back (5th and 6th surgery cases of the day) performed by a well established surgeon. They both returned one day post operatively with tass symptoms and were treated with steroids. This file is for the first case of tass and 5th case of the surgical day. This is the first of five reports for this facility. Add'l info has been requested.